Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay user/patient contacted lifescan alleging that his one touch ultra meter was displaying the previous results attempting to test his blood glucose. The reported issue allegedly started approximately 10pm one day earlier. After the issue, the patient took his usual diabetes medications (unknown type/dose) and was feeling weak and dizzy before taking his medications. He also tested on a backup meter, which read "103 mg/dl" at an unspecified time. The patient denied receiving any medical intervention due to the reported issue. It would be helpful to know if the patient's symptoms developed before or after the reported issue and if his symptoms were relieved. It would also be helpful to know how often the patient tests on his meter, his diabetes medication regimen, and when he obtained the "103 mg/dl" on the backup meter. Based on the provided information, this complaint is being reported due to the following conclusion: the reported issue was not resolved with training on the phone and the patient allegedly had symptoms at the time of concern. The meter, test strips, and control solution were replaced.